Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated digoxin result generated by the access 2 immunoassay system for one patient. The elevated result was not reported out of the lab. The patient's original sample was re-tested and repeated results were lower. No an effect to patient has been reported.

Manufacturer narrative:
The patient sample is serum, collected in a bd glass tube, and allowed to clot for 30 minutes before centrifugation. Initial result was obtained from the primary tube, reruns were performed from sample cup aliquots. A new reagent pack was loaded on the instrument on (B)(4) 2011. On (B)(4) 2011, level ii biorad qc recovered >2sd low. On (B)(4) 2011, level I qc was out low >4sd, then repeated in range. On (B)(4) 2011, qc recovered in range. A system check run on (B)(4) 2011 passed all specifications. There were no event log messages generated with this event. A field service engineer (fse) was dispatched for this event. The fse inspected the instrument and replaced vacuum pump. The fse validated ultrasonic settings, mixer speed and alignments. Customer found bent aspirate probe while performing weekly maintenance. The fse provided customer with a new set of aspirate probes. The fse ran a diagnostic test and precision run on digoxin qc; all results were within specifications. The fse verified repair per established procedures. Results meet published performance specifications. No root cause for this event has been determined to date. Associated MDR: 2122870-2011-05100.